Event description:
The physician had difficulty on insertion because balloon was very difficult to get through sheath. Physician had to bear down. Of the 3 products used, all of the proximal ends of the balloon membrane have appeared to be "unwrapped" once removed from the package. Insertion was a problem during sheathed insertion, as well as sheathless. The one sheathless insertion has to be aborted because the "unwrapped" proximal end would not enter the artery. There were no reported complications.